Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s friend) reported the customer received an "incorrect reading" on their adc blood glucose meter. Caller reported that due to a ¿reading that was not correct¿, the customer injected insulin and ¿felt bad¿. No readings were provided. The customer ¿felt low¿ and went to a hospital. The caller stated that the customer was treated at the hospital, ¿maybe with glucagon¿, but both the caller and the customer were unsure of the treatment provided. The caller was unable to provide additional information and indicated that the customer was unable to provide the details of the event due to old age.

Manufacturer narrative:
No product has been returned and valid strip lot number has not been provided. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the meter passed all tests prior to release. Dhrs for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and precision test strips and no trips were observed. A tripped trend review was performed for the reported complaint and meter. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (customer¿s friend) reported the customer received an "incorrect reading" on their adc blood glucose meter. Caller reported that due to a ¿reading that was not correct¿, the customer injected insulin and ¿felt bad¿. No readings were provided. The customer ¿felt low¿ and went to a hospital. The caller stated that the customer was treated at the hospital, ¿maybe with glucagon¿, but both the caller and the customer were unsure of the treatment provided. The caller was unable to provide additional information and indicated that the customer was unable to provide the details of the event due to old age.